Event description:
Had a pacesetter 1226t pacemaker lead implanted in 1996 ever since intermittent pain (burning in chest) now persistent pain in chest, 10 months of this. Is there other people with this problem. Manufacturer told me between me and my doctor. Said our conversation over when asked about recall on lead.